Event description:
The information provided to sjm indicated an 8f angio-seal vip vascular closure device was selected for use. The insertion sheath and locator were assembled outside of the pt ensuring the blood inlet holes were aligned. The assembly was then inserted into the pt over a guidewire. The guidewire was not removed. There was no blood return from the blood inlet hole to indicate the artery had been located. The angio-seal and guidewire were removed and manual compression was held for four hours. The pt required multiple blood transfusions and hemostasis was achieved.